Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "incompatible sensor" message while attempting to test using the adc freestyle libre sensor. It was determined during the course of troubleshooting that customer was using a 10-day reader with a 14-day sensor. Customer further reported she experiencing headache and symptoms of hypertension and self-presented to a hospital where she was diagnosed with hyperglycemia and treated with intravenous fluids. There was no report of death or permanent impairment associated with this event.